Event description:
The patient's husband reported the lead broke after a fall in april. The hcp reported the patient had a lead break and the device was replaced. Since then, the patient was recovered without sequela. The hcp stated that patient's therapy is fine. The device was not returned to the manufacturer for analysis.